Manufacturer narrative:
Product analysis result: visual microscopic visual and microscopic examination identified witness marks on the external hex, consistent with tightening, with shearing along the root of the tooth at the first thread. Microscopic examination of the internal hex of the set screw did not identify any significant witness marks consistent with secondary torque. The tip of the screw was not returned for analysis, the witness marks on this section would have been valuable to determine where pressure was placed on the tip. Unable to determine root cause of tip shear from the available information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: lumbar spinal stenosis procedure: posterior decompression of the cervical spine it was reported that on (B)(6) 2018, intra-op, in the x10 crosslink, the screw was broken during the implantation, and could not be used, it was explanted immediately. No patient complications were reported as a result of this event.